Event description:
When removing disposable trocars-end broke off of 12mm surgical trocar. Pieces were removed by surgeon from abdomen and fitted together to be sure all pieces were removed. Two surgeons checked pieces and agreed all parts were removed. According to suregon, there was nothing else that could have been done at that point.